Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the followings; -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -leaks from instrument channel and bending section rubber were noted. Omsc guessed that the reported event was caused by leaks from instrument channel and bending section rubber. The leaks were likely to be caused by the external stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a ureterolithotomy, angulation of the subject device became locked and could not disengage. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.